Manufacturer narrative:
The cause of the event was most likely due to patient factors/conditions including ivdu. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 25mm 11500a aortic valve was explanted after an implant duration of three (3) years, five (5) months, due to acute bacterial endocarditis. The explanted device was replaced with a 25mm 11060a aortic valved conduit. Per medical records, 41-year-old male patient with history of endocarditis 2/2 ivdu (opioids) s/p aortic and mitral valve replacement. The aorta was transected and the old root prosthesis was 100% dehisced from the heart. Patient presented with opioid overdose and acute on chronic chest pain in the setting of suspected aortic root abscess. There was also a dehiscence and destruction of the aorto-mitral continuity and a large perforation of the dome of the left atrium. Another abscess cavity extended under the left main, and into the free wall of the lv posteriorly causing a cavity inside the ventricular wall wrapping around the av groove and this was essentially a contained groove disruption. A 29mm non-edwards porcine wall was implanted in the mitral position along with a a folded pericardial patch to close the dome of the left atrium. A 25mm 11060a aortic valved conduit was then placed in supra-annular position with pledgets on the ventricular side. The valve was well seated. The patient was transferred while intubated to the intensive care unit in critical condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and device are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 25mm 11500a aortic valve was explanted after an implant duration of three (3) years, five (5) months, due to unknown reasons. The explanted device was replaced with a 25mm 11060a aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.